Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the jaws of the force bipolar instrument were misaligned. The reporter stated that when the jaws were in a closed position, the jaws could grab the tissue unintentionally. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis evaluation. Inspection identified a severely bent grip tip causing side to side misalignment of the grips. There was a 0.062¿ offset at the tips. Additional evaluation of the instrument indicated that the instrument had a dislodged molded insulator at the distal end.

Event description:
Refer to h10/h11 for follow-up information.